Event description:
It was reported that while injecting herself with a bd insulin syringe with bd ultra-fine needle, the consumer had the needle break off in use and saw it sticking out of the injection site. She reports as she tried to grab the broken needle, it went further into the injection site. She went to two different physicians for evaluation and had two different x-rays performed. The x-rays did not visualize a broken needle.

Manufacturer narrative:
Results: a sample is not available for evaluation as the consumer discarded the device after use. A review of the device history records was performed and no irregularities were noted during the manufacture of reported lot number 3252132. Conclusion: without a sample, a root cause for this incident could not be identified. (B)(4).